Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) units display is distorted.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional information poc:(B)(6). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the distorted screen, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) units. The screen with distortion in multiple areas. There was no death or injury reported.